Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, it is likely the image did not appear because unexpected stress was applied to the camera head due to user handling and the charge-coupled device (ccd) failed. Regarding the handling of the device, the instruction manual contains the following description which can prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the instrument.".

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that there was a degradation of image problem with the device. There is a bad connection to the camera head. When it is moved to a different direction, the picture quality is lost. There was no patient involvement. No additional information was provided.